Event description:
The customer reported receiving an inaccurate high reading of 179 mg/dl on their precision xtra meter and took insulin based on the reading. The customer reported having low blood sugar and experienced confusion, weakness and a loss of consciousness. The customer was treated at a health care facility with a shot of unk medication and an unk liquid. However, the customer reported being diagnosed with hyperglycemia, which is inconsistent with the pt's symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.